Event description:
Patient had durepair device implanted on [redacted date]. This product was recalled in [redacted date] and the hospital (B)(6) became aware of the recall [redacted date]. The product was removed from inventory and the surgeons were made aware. [Redacted date] patients developed symptoms of and acute inflammatory process, comparable to infection. Leukocytosis noted on [redacted date] 12.2 and infectious disease consulted. Wbc's trended up with the highest being 44.1 on [redacted date]. IV abx started. Patient is thought to be having a reaction to endotoxin levels from the device that was implanted on [redacted date].